Event description:
The customer reported that the freedom driver exhibited an intermittent fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient, because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited an intermittent fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. Review of the alarm history electronic data confirmed that the driver did not record a permanent fault alarm while supporting the patient. Intermittent, recoverable and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 48 hours and performed as intended with no issues. The driver met all cardiac output requirements during failure investigation testing. The reported customer experience was not duplicated, and the root cause could not be determined. The driver performed as intended, and there was no evidence of a device malfunction during investigation testing. Despite the customer-reported intermittent fault alarms, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver was serviced, which included the replacement of the motor/gearbox assemblies, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.